Event description:
It was reported that catheter entrapment occurred. A 3.0mm x 220mm x 150cm coyote balloon catheter was selected for use. However, it was noted that the balloon had difficulties advancing on the wire and was described to be stiff. The balloon could not move and was subsequently stuck on the wire. The balloon and the wire were removed together and no known patient complications were reported. It was further reported that the target lesion was located in the tibial artery and the procedure was completed with a new balloon and wire.

Manufacturer narrative:
B3 date of event updated. B5 describe event or problem updated.

Event description:
It was reported that catheter entrapment occurred. A 3.0mm x 220mm x 150cm coyote balloon catheter was selected for use. However, it was noted that the balloon had difficulties advancing on the wire and was described to be stiff. The balloon could not move and was subsequently stuck on the wire. The balloon and the wire were removed together and no known patient complications were reported. It was further reported that the target lesion was located in the tibial artery and the procedure was completed with a new balloon and wire.

Manufacturer narrative:
B3 date of event updated. B5 describe event or problem updated. Device evaluated by MFR.:returned product consisted of a coyote balloon catheter with a non-bsc .014 guidewire in the lumen. The hub, shafts, tip, and balloon were microscopically and visually examined. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded. Inspection of the device revealed that the wire lumen shaft was buckled in the hub and extending down into the shaft for 3mm. The guidewire used in the procedure was received stuck inside the complaint device. An attempt to remove the guidewire was unsuccessful, as it was stuck on wire due to the buckled wire lumen shaft. The damage to the wire lumen shaft is consistent to damage caused by the guidewire during advancement or removal.

Manufacturer narrative:
Date of event: used the first day of the month of aware date as there was no date provided.

Event description:
It was reported that catheter entrapment occurred. A 3.0mm x 220mm x 150cm coyote balloon catheter was selected for use. However, it was noted that the balloon had difficulties advancing on the wire and was described to be stiff. The balloon could not move and was subsequently stuck on the wire. The balloon and the wire were removed together and no known patient complications were reported.